Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements. Technical services (ts) was consulted, discussed the pacing impedance were 200 ohms and mentioned no noise on stored episodes. Ts recommended monitoring and reprogramming options. This rv lead remains in service. No adverse patient effects were reported.